Manufacturer narrative:
(B)(4). The customer returned a spring-wire guide (swg) advanced into an arrow raulerson syringe (ars) filled with blood and an introducer needle. The ars was removed off the swg. Visual examination of the ars revealed no defects or anomalies. Resistance was met while removing the swg from the needle. Once the swg was removed, visual and microscopic inspection revealed the swg was kinked in multiple places. The j-bend tip was deformed, and both the proximal and distal welds were intact, full, and spherical. Visual examination of the needle revealed no obvious defects or anomalies. A prominent kink in the swg was located approximately 155 mm from the distal end of the swg. The swg length and outer diameter were measured and were found to be within specification. The inner and outer diameter of the needle were also within specification. The undamaged proximal portion of the swg was able to advance through the returned ars with minimal resistance. The swg was not able to advance through the returned introducer needle. A lab inventory long pin wire was able to advance through the needle with significant resistance. Biological material was found on the tip of the wire once it was fully advance through the needle. This indicates that the needle was clotted. Once the needle was unclotted, the undamaged portion of the swg was able to advance through the needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact full and spherical. A device history record review did not reveal any manufacturing related issues. The instructions-for-use (IFU) that are packaged with this kit warns to not apply excessive force in removing the guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. The customer reported issue of the spring-wire guide kinking was confirmed during evaluation of the returned sample. Visual and micr oscopic inspection revealed the swg was kinked in multiple places. The j-bend tip was deformed, and both the proximal and distal welds were intact, full, and spherical. The undamaged proximal portion of the swg was able to advance through the returned ars with minimal resistance; however, the swg was not able to advance through the returned introducer needle. A lab inventory long pin wire was able to advance through the needle with significant resistance. Biological material was found on the tip of the wire once it was fully advance through the needle. This indicates that the needle was clotted. Once the needle was unclotted, the undamaged portion of the swg was able to advance through the needle with minimal resistance. The swg and introducer needle met dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on this investigation the probable cause of this complaint is unintentional use error. Teleflex will continue to monitor and trend for reports of this complaint issue.

Event description:
Complaint description: md was performing the procedure according to IFU. The guidewire was in the middle of the ars and could no longer pass. The md took out another new product and finished the procedure.

Manufacturer narrative:
Qn# (B)(4). The preliminary evaluation of the returned device indicates swg/ars resistance - kinked.

Event description:
Complaint description: md was performing the procedure according to IFU. The guidewire was in the middle of the ars and could no longer pass. The md took out another new product and finished the procedure.